Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a cq2015a collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens, diopter +20.0 into the patient's eye, the lens tore/broke. Reportedly, when attempting to implant, the leading haptic and part of the optic tore off and stuck in the cartridge. The surgeon needed to enlarge the incision to remove the cartridge. In addition, it is stated that three sutures were used to close the incision. This occurred on (B)(6) 2017. An alternate lens was implanted and the patient is reportedly in stable condition.